Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient underwent a trial procedure which was abandoned (reference MFR report: 3008829311-2017-00475) and afterwards a hematoma developed. The patient later underwent decompression surgery to resolve the issue. No further information has been provided to the manufacturer at this time.